Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the initial intraocular lens (iol) implantation procedure of the right eye, the iol was exchanged due to patient anatomy. A vitrectomy was performed.

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported event. The manufacturer internal reference number is: (B)(4).